Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a water damage. A field service engineer (fse) responded after the customer reported that a patient had thrown a cup of water onto the medbank, causing water to land on the uninterruptible power supply. The fse instructed the customer to power down the medbank and disconnect the power cords from the wall. Upon arriving onsite, the fse confirmed that all water had dried, reconnected all power connections, powered the medbank back on, and tested station functionality with successful results. The fse also provided guidance on preventing similar incidents in the future and noted that the station would be relocated by the facilities team after new power outlets and network cable connections were installed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, water damaged happened on cabinet, user turned off and unplugged. However, there were no delays or adverse events or injuries reported based on this event.